Event description:
During a patient follow up appointment the impedance value on the vns therapy system registered high, resulting in a low output current. It was mentioned that the patient's seizures had increased in frequency around this time as well. The patient underwent a lead revision surgery, and it was confirmed that in the or that the physician observed fluid inside the patient's lead and that high impedance persisted after pin-reinsertion. An implant form was received confirming that the lead revision surgery was competed and that the patient was re-implanted with a new lead. The reason for lead explant was marked as high impedance. Further follow up with the physician confirmed that the seizures had increased similar to pre-vns levels. The physician assessed that the patient's seizures increased due to the high impedance. The explanted product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Adverse event or product problem, corrected data: the "adverse event" category was left unmarked in the initial and supplemental #1 reports. This field has been updated to capture both "adverse event" and "product problem" captured within the file. Outcomes attributed to adverse event, corrected data: the initial and supplemental #1 reports inadvertently left this field blank. Since an adverse event was reported, this field has been updated accordingly. Event description, corrected data: the initial and supplemental #1 reports inadvertently omitted patient's sensitivity to auto stimulation, which the physician assessed as being the result of differences in output current magnitude between auto stimulation and normal stimulation. This has been added to the report as the device has malfunctioned, and it is possible that device malfunction can lead to painful stimulation. Event problem cds, corrected data: the initial and supplemental #1 reports inadvertently omitted patient's sensitivity to auto stimulation, which has been coded as pain.

Event description:
During a patient follow up appointment the impedance value on the vns therapy system registered high, resulting in a low output current. It was mentioned that the patient's seizures had increased in frequency around this time as well. Additionally, the patient noted sensitivity to auto stimulation, which has been causing the patient to wake up. The auto stimulation output current was decreased as a result. The patient underwent a lead revision surgery, and it was confirmed in the or that the surgeon observed fluid inside the patient's lead. An implant form was received confirming that the lead revision surgery was competed and that the patient was re-implanted with a new lead. The reason for lead explant was marked as high impedance. Further follow up with the physician confirmed that the seizures had increased similar to pre-vns levels. The physician assessed that the patient's seizures increased due to the high impedance. The physician also noted that the patient's sensitivity to auto stimulation was due to the output setting differences between normal and auto stimulation parameters. Ap and lateral chest and neck x-rays were reviewed for this patient. Based on the images provided, the generator appeared to be placed in the patient¿s left chest per labeling. Incomplete pin insertion was observed, as the pin was not completely through the second connector block. The integrity of the feed through wires and lead wires at the connector pin appeared normal. The lead was observed in the chest and neck. The proper strain relief bend was not present per labeling. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. There was a portion of the lead that appeared to be placed behind the generator with no visualization of damage. Based on the images provided, incomplete pin insertion may have played a role in the observed high impedance reading; however, the presence of micro-fractures could not be ruled out. The explanted product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: initial report inadvertently omitted x-ray assessment results. Evaluation codes, corrected data: initial report inadvertently omitted coding for user error to account for the incomplete pin insertion observed in the x-ray assessment.

Event description:
During a patient follow up appointment the impedance value on the vns therapy system registered high, resulting in a low output current. It was mentioned that the patient's seizures had increased in frequency around this time as well. The patient underwent a lead revision surgery, and it was confirmed that in the or that the physician observed fluid inside the patient's lead and that high impedance persisted after pin-reinsertion. An implant form was received confirming that the lead revision surgery was competed and that the patient was re-implanted with a new lead. The reason for lead explant was marked as high impedance. Further follow up with the physician confirmed that the seizures had increased similar to pre-vns levels. The physician assessed that the patient's seizures increased due to the high impedance. Ap and lateral chest and neck x-rays were reviewed for this patient. Based on the images provided, the generator appeared to be placed in the patient¿s left chest per labeling. Incomplete pin insertion was observed, as the pin was not completely through the second connector block. The integrity of the feed through wires and lead wires at the connector pin appeared normal. The lead was observed in the chest and neck. The proper strain relief bend was not present per labeling. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. There was a portion of the lead that appeared to be placed behind the generator with no visualization of damage. Based on the images provided, incomplete pin insertion likely played a role in the observed high impedance reading. Additionally, it was noted that the portions of the system that were not present in the images could not be assessed and the presence of micro-fractures could not be ruled out. The explanted product has not been received to date. No other relevant information has been received to date.